Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: on investigation, the pump powered on normally with fully functional and clearly audible audio tone function. Investigation did not duplicate the complaint. There was no damage, defector contamination of the pump¿s interior components.